Event description:
Additional information received from a consumer reported the patient was doing well and the surgery for their shoulder went well. A manufacturing representative had turned the implantable neurostimulator (ins) off for the surgery and turned the ins back on after. The patient's fall was not related to the ins and it was due to progression of parkinson's disease. The patient's speech had also been affected by disease progression. When the ins was turned off for surgery, the reporter saw how bad the patient's tremors were. Parkinson's disease had also affected the patient's balance. The patient was in physical therapy and that was helping their balance. When the ins was turned off, the ins was getting near time for a replacement. The patient's health care provider (hcp) did not want to wait too long so the patient was referred to another hcp for a replacement.

Manufacturer narrative:
Additional review determined the following patient codes were not related to this event. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v541948, implanted: (B)(6) 2011, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
A consumer and health care provider (hcp) reported the patient did not talk well and they had experienced multiple falls since they had their implantable neurostimulator (ins) placed. Due to the falls the patient had injured their shoulder and they were going to have surgery on their right shoulder. The patient's wife stated the therapy had been 100 percent effective for the patient. The patient's indication for use is parkinson's dual. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-18154.